Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening tests of the returned device were performed following bwi procedures. Visual analysis revealed that there was reddish material and a hole on the pebax's surface. The damage observed could be related to the manipulation of the device during the procedure, however, this can not be conclusively determined. A screening test was performed and the device was recognized; however, error 106 appeared on the system due to open circuits on the tip area. A manufacturing record evaluation was performed for the finished device number lot 31237041l and no internal actions related to the complaint were found during the review. The force issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter; when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a pathway ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, a force sensor error was noted after the catheter was inserted into the patient. The ablation cable was replaced but the error did not resolve. The catheter was replaced and the error resolved. The case continued successfully. No patient consequences were reported.